Event description:
The customer reported that only the center of the image from the scope could be seen. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned to an olympus service center. During inspection and testing of the device, noise was visible in the image and the image disappeared temporarily. This report is being submitted for the malfunction found during evaluation (temporary image loss). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found the image had noise and disappeared temporarily due to damage to the image pickup unit and damage to the contacts in the connector. In addition, the angulation lock did not work and the connector, control body, insertion section, internal braid of the bending section, and the adhesive of the distal end were damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 17-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, an electrical board inside the video connector unit, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.